Manufacturer narrative:
Product analysis: analysis determined that the analyzer failed incoming functional testing and was out of electrical specification. The analyzer was replaced and sent to the manufacturer for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.